Manufacturer narrative:
Device evaluation summary: during evaluation of the device it revealed there were two (2) tears (a, b) located at the anterior view measurement approximately 0.2 cm (a) and 0.3 cm (b) . Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with mentor memorygel breast implant 250cc and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. The manufacturing date for the lot number reported is after the reported date of implantation. If additional information is received regarding the correct lot number or date of implantation, a supplemental will be sent.